Event description:
The user facility reported that an internal defects of channel. No patient injury reported. The device was returned to olympus for evaluation. During evaluation, the nozzle was found to be clogged with foreign material. This MDR is being submitted to capture the reportable malfunction noted during the evaluation of the device.

Manufacturer narrative:
As stated the device was returned to olympus for evaluation. The evaluation found the nozzle to be clogged due to insufficient reprocessing. The distal end cover was dented. The bending section cover glue was separated. The bending section was deformed. There were wrinkles found on the insertion tube. The scope connector has a damaged housing. There was low angulation, and the air/water channel was clogged. The device was serviced and returned to the user facility. The investigation is ongoing, and this report will be supplemented when new and relevant information is received later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. Non-lint free gauze was used for reprocessing and caused the lint to enter channel and nozzle to be clogged. The root cause of why the device was not reprocessed according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." "Cleaning the external surface" "immerse the endoscope in the detergent solution" "thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end" olympus will continue to monitor field performance for this device.